Event description:
Pt admitted to hospital for right inguinal hernia repair. During the laparoscopic hernia repair surgical procedure the blunt balloon trocar ruptured. A piece of the ruptured balloon was found and removed from the surgical wound.